Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate readings on the patient's one touch vita meter. The patient mentioned that he had adjusted his insulin according to his meter reading of 230 mg/dl. At an unspecified time after taking the insulin the patient had dropped down to 42 mg/dl and had developed symptoms of feeling dizzy and faint. He ate food/drink and tested his blood glucose and obtained a 60 mg/dl and when he tested on another device he obtained a 130 mg/dl. The patient was not tested on another device. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading, he had taken insulin based on the meter reading and later obtained reading of 42 mg/dl on his meter and had to self-treat with food.